Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a combined initial and final report.

Event description:
The user's hearing performance with the device was suddenly affected.